Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were made and no further issues were seen.